Event description:
The device memory could not be read on (B) (6) & (B) (6) 2009. Nevertheless, on (B) (6) 2009, the device follow-up could be performed normally.

Manufacturer narrative:
(B) (4): conclusion: files relevant for analysis could not be obtained. (B) (4). Conclusion: no root cause could be identified to explain the reported event, nevertheless, it should be noted that normal device behavior was recovered on (B) (6) 2009. If such event would recur for that device, this complaint should be re-opened, and all expertise files (patient files & implant log files) for involved follow-up, and previous one, should be sent for analysis.